Event description:
It was reported via a customer survey that a peritoneal dialysis (pd) patient's pd catheter (not a fresenius product) became infected. There were no recorded allegations, nor any objective evidence of an adverse event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. No additional information can be obtained about the unspecified infection due to unknown patient. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).